Event description:
It was reported that an alert was generated for an out of range low voltage shock impedance (lvsi) measurement of 131 ohms. The health care professional (hcp) called technical services (ts) for review of the daily impedance measurements trend report. Ts reviewed the data and confirmed the rv lvsi appeared to be gradually increasing over the past year. Presenting electrogram (egm) showed appropriate device function. The lead remains in service and no adverse patient effects were reported. It was reported that another alert was generated for a lvsi measurement which was 128 ohms. Presenting egm shows appropriate device function. Review of programmed alert limit could be considered. The alert limits are currently programmed to 20 ohms and 125 ohms. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an out of range low voltage shock impedance (lvsi) measurement of 131 ohms. The health care professional (hcp) called technical services (ts) for review of the daily impedance measurements trend report. Ts reviewed the data and confirmed the rv lvsi appeared to be gradually increasing over the past year. Presenting electrogram showed appropriate device function. The lead remains in service and no adverse patient effects were reported.